Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 25-power system error. The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was not performed and it was found that alarm history contains multiple pump error 25 alarms. No harm requiring medical intervention was reported. Product return is not required for mmt-1882.

Manufacturer narrative:
Unit passed active current measurement and sleep current measurement. No pump error 25 alarms noted during testing. Pump¿s history and trace files downloaded successfully using thump software. However, pump trace download analysis confirmed the pump alarmed pump error 25 on 02/22/2025 03:00:00.000 until 02/22/2025 23:00:00.000. The power management graph confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Unit p-cap / reservoir locked properly in place. The following were noted during visual inspection: cracked case, label damage (stained), scratched case, cracked battery tube threads, and cracked case on the battery tube side. Pump error 25 confirmed in the pump history files on 22-feb-2025 and was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours due to connector resistance j6 /pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.